Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and placed on the mitral valve. However, while attempting to deploy the clip, after retracting the lock line past the blue line, a knot was observed on the lock line. It was noted that the knot in the lockline was observed in the handle. The clip was released in the atrium, requiring the clip to be snared out with a lasso catheter. The clip was removed, and the procedure was discontinued. It was noted that there was an increase of the duration of the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, while the inability to remove the lock line resulting in expulsion of the clip appears to be the result of the lock line knot (material deformation), a cause for how the knot formed could not be determined. Unexpected medical intervention and delay to treatment/therapy appear to be a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: 1484.

Event description:
Subsequent to the previously filed report, additional information was received: the clip came off both of the leaflets after release. The clip was then removed via lasso catheter (as it was detached from the leaflets).